Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a missing ring on the reservoir compartment. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to a missing retainer. The device had a missing reservoir tube o-ring, cracked keypad overlay at select button, scratched case, and keypad overlay texture damage.